Event description:
It was reported that high, out of range high voltage lead impedance was observed. The system was explanted and replaced. The patient was doing well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported high hv lead impedance was confirmed in the laboratory and was due to a broken can wire.